Event description:
During attempted implant, increased pacing impedance was observed on the right ventricular (rv) lead. A different rv was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood and tissue. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.